Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) germany alleging that his onetouch vita enhanced meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began approximately 2 months ago but could not recall the exact date/time. The patient tested his blood glucose with the subject device and obtained a reading of ¿570mg/dl¿ which he did not feel was correct based on his usual readings and feelings at the time. The patient advised that is normal blood glucose readings are in the ¿110mg/dl¿ range. The patient manages his diabetes with huminsulin insulin at meal times, which he self-adjusts based on his meter readings. Additionally, he takes levemir insulin at noon 6-8 units each day. The patient tests approximately 7-8 times per day. His earlier reading in the day was normal. The patient reported that he injected 10 units of huminsulin in response to the ¿570mg/dl¿ reading. The patient denied having any symptoms of high blood glucose at the time of the test. The patient reported that 1-1/2 hours after administering the insulin, he developed symptoms of ¿stammering and then went unconscious.¿ his cousin called the paramedics and when they arrived and tested the patient using their own meter, a reading ¿below 40mg/dl¿ was obtained. The patient was placed on IV glucose and taken to the hospital at an unknown time. It is not known how long it took for the patient to feel better after the treatment. The patient reported that he was in the hospital for a period of 24 hours. At the time of troubleshooting the cca had noted that the meter was set to the correct unit of measure at the time if testing. The subject meter and test strips were not available during troubleshooting. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia and required medical intervention from a health care professional after the alleged meter issue began.(B)(4)